Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that electrode 5 and 14 were listed as avoid. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s vas score overall pain at week 2 visit was 77, greater than their baseline overall pain vas score of 73, and there was an increase pain in the patient¿s low back. It was noted that the event was not related to the study procedure, not related to the device neurostimulator, possibly related to the lead, not related to the external device, and possibly related to the spinal cord stimulation therapy. Diagnostics performed included interrogating the device, which found a low impedance for electrodes 5 and 14. Interventions taken included reprogramming and the outcome of the event was noted to have been recovered/resolved as of (B)(6)-2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that device was interrogated. Per the clinical study site, the bipole was shifted up one level, electrode 5 was irrelevant in the 9-10 disk space per the study protocol so not necessary. Electrode 5 and 14 were still listed as avoid per interrogation on (B)(4) 2018 electrodes 5, 6, 14 and 15 were showing as "avoid" with interrogation. All other leads were between 710-800 ohms. Patient's bipole was set to 12 and 11. Per the clinical study site, impedance values for electrode 5, 6, 14 and 15 were 650, 690, 650 and 690 ohms respectively. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The impedance measurement of electrodes 5 and 14 was 190.

Manufacturer narrative:
Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.